Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage to keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and buttons were not responding. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer reports they were unable to clear the battery out limit alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.